Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 223 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per heallthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected frozen display occurred during testing. Insulin pump received with normal operating currents. No battery out limit alarms noted. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and stained end cap sticker.